Event description:
It was reported that the right ventricular (rv) lead has had a slow rise in rv pacing impedance and an alert triggered for out of range (oor) ventricular lead impedance. The rv lead is remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary #the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Results indicated out of range, high impedance, on pacing right ventricular (rv) lead.

Event description:
It was reported that the right ventricular (rv) lead has had a slow rise in rv pacing impedance and an alert triggered for out of range (oor) ventricular lead impedance. The rv lead is remains in use. No patient complications have been reported as a result of this event.